Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed a fracture 181.5cm from the proximal end. The detached guide wire poly tip was also returned and measured 3.5cm. The outside diameter of the guide wire was measured and found to be within specification. Sem analysis of the fracture site revealed that the fracture occurred due to tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment and migration occurred. The 100% stenosed lesion was located in the non-calcified and moderately tortuous mid left anterior descending (lad) artery. A collateral vessel was noted from the distal first diagonal of the lad to the proximal lad. The physician attempted to advance a non-bsc guide wire along with a non-bsc catheter from the first diagonal to the mid-lad, however, the guide wire could not cross the lesion. Both devices were removed and replaced with a 185cm pt2 light support guide wire and a different non-bsc catheter. The pt2 guide wire crossed the lesion. When the physician attempted to withdraw the pt2, resistance was encountered and it was noted that the tip of the guide wire detached in the mid-lad and migrated to the distal lad. The physician successfully snared the detached pt2 distal tip from the distal lad and removed it from the patient. The physician implanted two promus stents (2.75x23mm and 3.0x23mm) to complete the procedure. No patient further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment and migration occurred. The 100% stenosed lesion was located in the non-calcified and moderately tortuous mid left anterior descending (lad) artery. A collateral vessel was noted from the distal first diagonal of the lad to the proximal lad. The physician attempted to advance a non-bsc guide wire along with a non-bsc catheter from the first diagonal to the mid-lad, however, the guide wire could not cross the lesion. Both devices were removed and replaced with a 185cm pt2 light support guide wire and a different non-bsc catheter. The pt2 guide wire crossed the lesion. When the physician attempted to withdraw the pt2, resistance was encountered and it was noted that the tip of the guide wire detached in the mid-lad and migrated to the distal lad. The physician successfully snared the detached pt2 distal tip from the distal lad and removed it from the patient. The physician implanted two promus stents (2.75x23mm and 3.0x23mm) to complete the procedure. No further patient complications were reported and the patient's status is good.